Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
D10w with heparin 1 unit/ml was infusing at 1ml/hr and zyvox, oxacillin, and rifampin were intermittently being given. When the catheter was removed, they noticed a leak.

Event description:
D10w with heparin 1 unit/ml was infusing at 1ml/hr and zyvox, oxacillin, and rifampin were intermittently being given. When the catheter was removed, they noticed a leak.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection confirmed signs of use in the luer of the catheter and along the catheter tubing. Functional testing was conducted by using a syringe with color filled water and leakage was confirmed on the catheter tubing. According to the event description, the leakage was discovered upon removal of the device. Possibly the damage to the catheter was the result of a tensile force applied to the catheter during the removal. Since the reported issue was most likely the result of an event within the user environment and not a manufacturing defect, no corrective action will be taken.